Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported defective keypad, which was not reproduced during evaluation. Visual inspection found the cause were the keys 3 and 6 were not working because of punctured keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad was defective. The event happened during testing in biomed service department. There was no patient involvement. No additional information is available.